Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 444 washer and found that the steam supply line to the unit was damaged resulting in the reported event. The unit was installed in 2002 making it approximately 19 years old. The technician made the necessary repairs, tested the unit, confirmed it to be operating to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their reliance 444 washer/disinfector. No report of injury.